Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement double process tall clamp shipped to site 02/08/2017. Medtronic investigation of returned suspect device finds that, as reported, the retainer ring has been pulled from the tip of the adjustment screw by turning the screw further than the design will allow. As is, the screw will set the clamp but cannot release it. Pieces missing - physical damage.

Event description:
A medtronic representative reported that, while in a spine procedure, a washer broke off of the double process tall clamp while the surgeon was removing it from the patient. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.